Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. Evaluation found a seizing motor which is a known contributor to system error 105. The motor assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.